Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient had undergone bilateral removal and replacement on (B)(6) 2021. The replacements were: (left) 350cc mentor memorygel breast implant catalog: 3505350bc lot: 9576311 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3505350bc lot: 9552250 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 550cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. Mammogram showed density on the left breast and the capsular contracture was diagnosed during an in-office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.